Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced ventricular tachycardia requiring cardioversion and a stroke. The patient would later expire. The impella was placed, and the patient was sent to the unit on support. Three days later, the patient experienced a ventricular tachycardia run that was resolved with a shock. An echocardiogram was ordered, and the device was repositioned, pulled back one centimeter. Approximately six days later the patient developed "severe" left side facial droop. The patient had experienced a stroke noted on a computed tomography scan. The patient was moved to comfort care, and four days later the patient expired. The family withdrew care; the pump was turned down to performance level p-2, and the patient passed away.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿